Event description:
It was reported that bd q-syte closed luer access device septum damage with fluid blockage. The following information was provided by the initial reporter, translated from chinese to english: after the patient was admitted to the hospital, he received symptomatic treatment according to the doctor's advice. The infusion lines were connected according to routine procedures, but the infusion did not drip. The nurse checked them one by one and found that the infusion connector was blocked after the tube was sealed, and half of the flat surface was stuck under the edge, causing blockage. It was immediately replaced.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4008880. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.